Event description:
It was reported that a user experienced hyperglycemia after announcing and consuming a usual breakfast while using the ilet system, with a fingerstick blood glucose of 260 mg/dl and an agent advising that the correction algorithm would reduce glucose to target. Symptoms included elevated blood glucose. Outcomes included recovery as glucose trended back into range without hospitalization. Investigation included a service review of reported blood glucose values and user-reported event details. Investigation of this case revealed no device malfunction or alarm behavior and suggested transient hyperglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.